Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the concentration was changed from 500 mcg to 2000 mcg, but the daily dose was the same. The patient reported an increase in spasticity/more spasticity. It was noted the patient had lioresal in the pump. The cause of the pump not functioning was due to end of life in (B)(6) 2020. It was noted that since the patient's pump was near end of life, surgery was scheduled to be replaced on (B)(6) 2019. It was unknown if the issue was resolved as the patient was having surgery on (B)(6) 2019. The patient's weight was 185 to 200 pounds. The patient was wheelchair bound so they were unable to be weighed. The pump was replaced on (B)(6) 2019. No further information was reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was receiving 2000 mcg/ml (changed from 500 mcg/ml) for a total dose of 333.6 mcg/day. It was noted that the spasticity due to pump not functioning occurred on (B)(6) 2019 or (B)(6) 2019. It was noted that the device was not functioning as well. It was noted on (B)(6) 2019 and (B)(6) 2019, the daily dose was increased 5%. On (B)(6) 2019, the patient had an office visit with healthcare professional (hcp). The patient was scheduled for surgical evaluation for pump replacement surgery. It was noted that the patient experienced increased spasticity following pump replacement(post surgery). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s wife) via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the pump was not functioning. It was further noted that the concentration was changed, and it had been a month since it was not functioning. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The pump was to be replaced this week. No patient symptom was reported. No further patient complications have been reported as a result of this event.